Event description:
It was reported that during an open cholecystectomy procedure, it was reported that the device did not fire. No other information was given. Patient outcome post-surgery is unknown. It is unknown if there was a delay in surgery. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the record indicated that this procedure was an open cholecystectomy, however, you reply to follow-up questions indicated the procedure was a reversal of hartmann¿s procedure. Which is correct? I can confirm that the procedure was a reversal of hartmann¿s procedure.